Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 110 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting but the outcome pertaining to the issue was that the customer's pump was replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads.